Event description:
The reporter called lifescan and alleged that the pt's meter would power off during use. Medical affairs spoke to the reporter and obtained/verified the following information: the pt was unable to test on their meter for two weeks due to the power issue. They reported symptoms of a dry mouth. They visited their physician, who tested their blood sugar. The result was "150-something " mg/dl. No treatment was reported. The batteries were correctly installed and were less than one year old, and the battery contact were in good condition. The issue was not resolved with troubleshooting. A meter replacement has been sent.